Event description:
A high blood glucose level of 600 mg/dl was reported with large ketones that were deemed life threatening by a healthcare professional. The customer did not experience any injury and took corrective action by administering a correction injection via multiple daily injections. Tandem technical support provided guidance, recommended consulting with a healthcare provider for further analysis, and advised replacing necessary supplies before resuming insulin therapy.